Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a prime fill anomaly. The customer stated insulin squirting out during fill tubing. Customer stated they were unable to exit rewind or fill tubing process. Customer confirmed that insulin pump did not any cracks. Customer stated that drive support cap was intact. Customer stated they changed the reservoir and infusion set but the issue recurred. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.